Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was over 500 mg/dl. Customer declined troubleshooting regarding bg level and reverted to an alternate method of insulin therapy.